Event description:
Hemorrhage a week after nova sure. Required an emergency total hysterectomy and bilateral salpingectomy including transfusions and 5 days in the ICU. Hologic couldn't care less. They cover up all the problems. The FDA needs to ban all ea procedures. Hologic knows about me.